Event description:
Information was received from a company representative regarding a patient receiving intrathecal hydromorphone at unknown concentration/dose via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that there was a pump motor stall following magnetic resonance imaging (MRI). The company rep stated that the patient had an MRI on (B)(6) 2024 and logs showed a motor stall at that time and a log that stop pump duration exceeded 48 hrs on (B)(6) 2024. The company rep confirmed that there was a motor stall recovery noted in logs today and they accessed the pump for refill and got back what was expected (within a half a ml.)

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.